Event description:
The manufacturer received information alleging the patient passed away. The cause of death is not known. It is unknown if the patient was using the device at the time of death. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.